Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. There was no death, serious harm or injury, and no medical intervention were reported. During the evaluation of the device, the third-party service center noted that the device had a burnt power connector. The device was inspected, and no evidence of foam particles in the assembly was found, but preventative foam replacement was performed. In addition, the device had dust contamination and displayed multiple occurrences of error codes e-7: err_software, e-53: err_comp_log_sem_timeout, e-65: err_stuck_encoder_a, and e-100: err_humid_no_heat. The device was returned repaired.